Event description:
The customer called into technical support (ts) reporting that the device was alarming low o2. It was reported that the device was in clinical use at the time the issue was discovered; however, there was no harm to the patient or user reported. The customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed reported problem. The customer reports they were able to get the alarm to go away by changing o2 sources and varying the o2 percentage. The rse advised the customer that the low o2 alarm means that the o2 delivered has gone 6 points below the set point. Advised the customer that the v200 is end of life with no further field service, or bench service. Advised the customer to perform the extended self test to see if calibrating the external o2 sensor corrects the issue.

Manufacturer narrative:
Upon further investigation, it was confirmed that the device manufacturers who exclusively manufacture or distribute animal devices are not required to register their establishments or list animal devices with FDA and are exempt from post-marketing reporting. Therefore, this complaint no longer meets reportability requirements.